Event description:
Customer alleged delay in treatment due to error on blood glucose meter identified as system 1. Customer alleged at 2am had symptoms of low glucose and was blacking out. Alleged girlfriend tried to test him on system 1 - received error. Alleged girlfriend then tried to test him on system 2, without success. Girlfriend called customer's sister, who tested customer at 3am on her meter, blood glucose = 37 mg/dl. Customer alleged drinking orange juice and felt better. Customer had not attempted to use either of his meters in the 24hrs preceding the event. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Customer owned 2 blood glucose meters: the compact meter reported in this medwatch is referred to as system 1.